Event description:
The user facility reported a (B)(6)male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that a patient on impella cp was being transitioned to impella 5.5. The medical staff had difficulty inserting the impella 5.5 in the right axillary artery due to the graft being anastomosed. After multiple failed attempts to insert the pump through the right axillary they decided to use the left axillary artery and they were able to deliver the pump successfully. There was no harm to the patient as a result of this incident.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not received from the customer. However, clinical details were sufficient to determine the root cause. The root cause of the delivery issue - anatomy, was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.